Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced painful sensations due to an extrusion of the electrode into the external ear canal. Further the electrode array migrated out of cochlea. A revision surgery was performed successfully. However the recipient suffered from facial paralysis, which last six months to recover.

Event description:
During routine adjustments in poland, the user had severe pain and it was found that the electrode was visible through the ear. It has been reported that on (B)(6) 2018 there was a reinsertion of the ci electrode array. The reinsertion was due to its displacement.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It has been reported that on 11-jan-2018 there was a reinsertion of the ci electrode array. The reinsertion was due to its displacement.